Event description:
It was reported that this right ventricular (rv) lead had an uncommon current of inquiry, however, everything was fine. Upon post operation checkup, this rv lead perforated into the left ventricle. This rv lead was explanted, replaced with the same model and was discarded in the facility. No additional adverse patient effects were reported.